Event description:
Medtronic received a report that a navien catheter and solitare ab encountered resistance. The patient was undergoing surgery for treatment of a saccular, unruptured stent-assisted embolization of the internal carotid artery aneurysm located on the c4-5 with a max diameter of 6.2mm and a 4.7mm neck diameter. The access vessel was the right femoral artery and parent vessel was the internal carotid artery which has a 4.3mm diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. The aneurysm was located at the c4¿5 segment. A navien catheter was used as an intermediate catheter with the assistance of a long sheath. After preparation according to the instructions for use, the navien catheter could not pass through the long-sheath hub. After repeated unsuccessful attempts, the navien catheter was replaced and successfully advanced. Following coil embolization, initial coil prolapse was observed. It was therefore decided to perform solitaire-assisted embolization to secure the initial coil. After preparation according to the instructions for use, the sab could not be advanced. After replacing it with the new sab, the procedure was successfully completed. The catheter was flushed and all devices were prepared indicated in the IFU, and no patient complications were associated with this event. Ancillary devices include a leekai medical long sheath sheath, echelon10 microcatheter, rebar18 microcatheter additional information was received. Resistance was encountered at the distal location, as the long sheath hub could not be accessed. A continuous saline flush was administered and maintained, and all steps of the procedure were performed in accordance with the instructions for use. The cause of the resistance was not determined.

Manufacturer narrative:
G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.